Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer's current blood glucose was 24.3 mmol/l. The customer's blood glucose at the time of incident was 24.3 mmol/l. The customer treated with bolus. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for failure analysis.

Event description:
Updated description: the product was returned for failure analysis.

Manufacturer narrative:
Unable to test active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, dat test and displacement test. Unit successfully downloaded to thus. Pump was cut open to perform visual inspection and found moisture damage. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a 35 fatal alarm confirmed in the history files on (B)(6) 2022 21:00:00.000 due to moisture damage to pcb1 and motor assembly. The p-cap/reservoir does lock properly. The following were noted during visual inspection: cracked case battery tube, cracked battery tube threads, and pillowing keypad overlay. Could not confirm customer complaint no under delivery anomalies during testing due to open book error. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 35. Pump error 35 alarm confirmed due to moisture damage to electronic stack and motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.